Event description:
New information received notes that loss of capture was noted on the right ventricular (rv) lead. The patient was symptomatic to rv pacing in which the patient felt like the pacing was "zapping her". Physician noted that the lead had perforated the heart muscle. While attempting to repositioning, the helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for post-operative device check on the next day of procedure, irregular and low r waves were noted on the right ventricular (rv) lead readings. Loss of capture, high threshold and decreased sensing was also noted. Echocardiogram revealed small pericardial effusion due to cardiac perforation. The patient was stable at the time of interrogation. The lead was repositioned. The patient was stable post revision.